Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (20 mg/ml at 6.001 mg/day) and dilaudid (20 mg/ml at 6.001 mg/day) via an implanted pump. It was reported that the patient¿s pump was alarming for an empty reservoir and the patient was in the ed (emergency department) experiencing withdrawal symptoms. Per the hcp, the patient did not currently have a managing physician for his pump, but they planned to see him in the clinic on tuesday next week to refill the pump and they would bridge with opioids until that time.